Event description:
It was reported that a spectrum pump "shut down and restarted three times during an infusion." It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The reported symptom of "shut down and restarted three times during an infusion" could not be reproduced. Review of the history log shows no "improper shutdown" messages. "Improper shutdown" is always the product of a pump shutting off by itself other than following a dead battery alert. Review of the history log shows multiple occurrences of a sys error occuring. The history log shows that after the sys error occurred, the unit was powered off by a user as indicated in the log as "pump off". This is likely what the customer meant when he reported "shut down and restarted." It has been determined that the upper and lower aux were the failing components which caused this sys error. The upper and lower aux were replaced.